Event description:
It was reported that the device ceased ventilation while on a patient. No injury was reported.

Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was secured for an evaluation at the manufacturer. During the analysis the device problem could be confirmed. The root cause for the warm start was identified to be a faulty gas mixer cartridge. The device reacted as specified for this malfunction by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark, an audible alarm is generated, and an emergency-breathing valve opens to allow for spontaneous breathing. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters. In the event of an unsuccessful warm start a continuous audible alarm would be activated, and the emergency-breathing valve would remain open. Manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.